Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be the total tidal ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:05:38. During night drain cycle seven, the patient's ultrafiltration reading was 2470ml, indicating the home patient drained 1870ml more than their maximum programmed fill volume of 2000ml. No additional information is available.